Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube is missing the ratchet rivets. The technician replaced the side rail ratchet rivets to resolve the issue.